Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device not received by manufacturer. B3 unknown.

Event description:
It was reported that the device exhibited a system failure. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. A review of the event history log found a motor rate error. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the inoperable worm coupling. The worm coupling was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.